Event description:
Related MFR# 2916596-2024-00267 and MFR# 3003306248-2024-00012. It was reported that heartmate 3 (hm3) may be associated with infection, bleeding, hematoma, multisystem organ failure (msof). The research article ¿single center experience with durable continuous flow single ventricle assist device: a viable option in fontan circulatory failure¿ detailed a single-center retrospective study evaluating 9 patients with fontan circulation implanted with a single ventricular assist device (svad) between mar2017 and jun2022. A total of 7 patients were implanted with hm3, and two were implanted with hvad. It was noted that one patient was initially supported on impella but was transitioned to hm3. It was also noted one patient was initially supported on centrimag but was transitioned within 48 hours to hvad. Following implant, 6 patients were transplanted with a median of 96 days post-implant; two transplants occurred before discharge. 5 patients were discharged home on svad support with a median length of stay of 24 days; 4 of the 5 patients underwent a transplant, and one patient remains ongoing on their hm3. Of the 5 discharged patients, 3 patients required a total of 12 combined readmissions for device-related complications, including infection and pump optimization, as well as unrelated issues such as medication adjustments and planned procedures. A total of 6 patients experienced adverse events, with an average of 2 adverse events occurring while on svad support. Except for infectious complications, all adverse events occurred within the first 30 days of implant. Noted adverse events in the 7 hm3 patients included methicillin-resistant staphylococcus aureus (mrsa) bacteremia, driveline infection, micrococcus bacteremia, hemorrhage from chest tubes, and a midsternal hematoma.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was noted that device repositioning was required in two patients during implant due to inflow obstruction. It was also noted that two hm3 patients had worsening aortic valve (av) insufficiency at the time of follow-up.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this investigation. The report of inflow obstruction requiring device repositioning could not be confirmed through this evaluation. Furthermore, a specific cause for the reported infections could not be determined. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists infection, bleeding, and multiple organ dysfunctions/failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.